Event description:
It was reported that the instrument did not staple. It was noted that there were staples that were still in the cartridge after the instrument fired. There was no consequence to the patient.